Manufacturer narrative:
The bronchoscope was returned to olympus for evaluation; however, the scope evaluation is still in progress. As part of our investigation, an olympus endoscopy support specialist (ess) was dispatched to the user facility on september 14, 2016 to assess and observe the facility¿s reprocessing practices. The ess observed the following reprocessing deviations: the olympus leakage tester (mb-155) was not inspected for moisture and the pin in the connector cap was not properly compressed to validate that the unit is properly leak testing the scope, the scope was not removed from the water basin after the olympus maintenance unit (mu-1) was powered down and not allowing for proper decompression of the scope, non olympus disposable cleaning brushes were used to clean the channels of the scope, no suction unit was available to perform the 30 seconds aspiration of channels, integrity of the olympus suction tubing (maj-222) and the olympus injection tube (mh-946) were found compromised, the scope was not soaked in the enzymatic cleaning solution properly, and the enzymatic solution was not properly rinsed off the scope before placing inside the (B)(4) dsd automated endoscope reprocessor (aer) machine as instructed in the reprocessing manual. A follow up ess in-service reprocessing training will be conducted on september 20, 2016 to train the rest of the reprocessing staff at the user facility. The cause for the reported positive bal samples cannot be determined, but the most likely due to insufficient reprocessing of the bronchoscope. The reprocessing instruction manual contains several warning and caution statements in an effort to prevent cross contamination and patient infections. ¿failure to properly clean and high-level disinfects or sterilizes endoscopic equipment after each procedure may compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection, and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels. If the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization. Thoroughly rinse off the disinfectant solution. Rinse the external surface of the endoscope, all channels, and the reprocessing equipment thoroughly with rinsing water to remove any disinfectant solution residue. Before use, inspect the equipment for any irregularity. Should any irregularity be observed, use a spare instead. Using defective equipment may make it difficult to effectively reprocess the endoscope, and could cause endoscope and/or equipment damage. When connecting the leakage tester¿s connector cap to the water-resistant cap¿s venting connector, make sure that the inside of the leakage tester¿s connector cap and the outside of the water-resistant cap¿s venting connector are thoroughly dry. Water remaining on either component may penetrate the inside of the water-resistant cap and could cause endoscope malfunction. After reprocessing, purge the channels of the endoscope to thoroughly dry them. Otherwise, bacteria may proliferate in the channels and pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. After high-level disinfection, rinse the endoscope and all equipment according to the procedures described below. Use water of appropriate microbiological quality. Once removed from disinfectant solution, the instrument must be thoroughly rinsed with sterile water to remove any residual disinfectant. If sterile water is not available, fresh, potable tap water or water that has been processed (e.g., filtered) to improve its microbiological quality may be used with 70% ethyl or isopropyl alcohol rinse (see ¿non-sterile water rinse and alcohol flush¿ on page 49). Consult your hospital¿s infection control committee.¿

Event description:
Olympus was informed that four consecutive patients bronchoalveolar lavage (bal) samples tested positive. The type of microorganism is unknown. The details of the patient's reported injuries are also unknown. All four patients were reportedly examined using the same bronchoscope. No additional information was provided. This is report 2 of 4.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results, independent laboratory results. The bronchovideoscope was sent to an independent laboratory for microbial testing. The scope tested negative for growth. The scope was then returned to olympus for evaluation. A boroscope was used to inspect the interior channel walls of the scope and found no signs of foreign materials. In addition, there were no foreign materials found on the insertion tube, bending section cover, and distal end cover of the scope. The scope passed leak testing. The scope was serviced and returned to the user facility. Based on the investigation findings, the root cause of the reported event could not be determined as no abnormalities or foreign materials were found with the scope. Cross reference mfrs# 2951238-2016-00748, 2951238-2016-00749, and 2951238-2016-00750.